Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control solution results. The reporter stated they received a result of "190-215 mg/dl" whereas the batch of control solution was supposed to provide a reading between 114.0-153.0 mg/dl . This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.